Event description:
This is a report from baxter-(B)(4) of ruptured tubing that occurred before use. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation. If additional information becomes available a follow up medwatch will be submitted. Initial this MDR was submitted on (B)(4) 2010, however, due to a failure to receive ack3, this MDR is being resubmitting on (B)(4) 2010. (B)(4)

Manufacturer narrative:
Correction: sample was returned for evaluation: the reported condition of cut on tube was confirmed. On the visual inspection of the sample it was observed that the tube of the set was cut near the drip chamber. Marks of sealing on the cut area was observed as well. According to the sample evaluation, the root cause is related to operational failure on putting the set in the cavity of blister machine and operational failure on visual inspection of the units on packing process. If the set is not correctly inserted on the cavity of the packing machine, part of the set can be cut when the pouch is sealed. As a corrective action, the operators will be retrained. The batch record review was performed and no deviation was found related to the reported condition. (B)(4).